Event description:
The pt was implanted with a left ventricular assist device. The power was increasing and pump thrombus was suspected. The pt developed a gross hematuria and was re-intubated. The pump was exchanged and the issue was resolved.

Manufacturer narrative:
The reported event of increased pump power and low flow was confirmed. Eval of the pump found an ingested thrombus obstructing one of the three flow paths along the body of the rotor. The tissue caused resistance to rotor rotation leading to the build up of frictional heat between the body of the rotor and the wall of the blood tube. This heat caused a portion of the ingested tissue to degrade, turn back and adhere to the body of the rotor. The distal edge of the thrombus appeared ragged indicating that it may have initially been larger before a portion broke off during pump operation. The obstruction to blood flow and rotor rotation caused by this thrombus would have resulted in the reported low flow and increase in pump power consumption. Examination of the outlet stator found small, denatured thrombus wedged between two of the stator blades and the bearing ball. The thrombus did not form a complete ring around the bearing, indicating that it had been ingested and did not form in the stator. The thrombus also showed evidence of thermal degradation due to prolonged exposure to bearing heat. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.